Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Damage that could potentially impact the functionality of the valve could lead to decreased durability, pvl and/or regurgitation, requiring intervention. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. As reported, the patient¿s heavily calcified native valve was the cause for the pvl. The valve damaged was due to the inadvertent balloon expansion through the top cell of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
Post implant of a 20mm sapien 3 ultra valve in the aortic position, moderate pvl was observed. When the valve was being rewired in order to post dilate, the wire went through the top cell of the valve and then through the valve. The valve was damaged while attempting to post dilate. The valve was deformed from the balloon expansion through the top cell of the valve, resulting in aortic insufficiency. A second 20mm sapien 3 ultra valve was successfully implanted within the first. There was no pvl post valve implant. The patient was stable and transferred out of the cath lab. The perceived cause for the pvl found post valve implant was a heavily calcified native valve.